Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the patient was experiencing diaphragmatic stimulation and the right ventricular lead also exhibited an increase in capture threshold. On (B)(6) 2019, the lead was explanted and replace. The patient remained in stable condition post procedure.